Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loaded messages were not crossing over and station stuck on blue screen. A technical support specialist (tss) dialed into the care fusion coordination engine, verified that services were running and messages were crossing over, and traced messages from the station, identifying that load messages were being dropped due to missing routing configuration. Although the facility was already set on the es server, routing for the facility was added, after which spl and load messages successfully crossed over to electronic privacy information center. The customer also requested to change the station from non profile to profile mode, but the tss was not authorized to make changes to the settings, and the account executive (ae) must be engaged to change from non profile to profile mode. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user informed that the load messages were not crossing over to one station, also, the station data was not displaying and showed a blue screen. However, there were no delays or adverse events or injuries reported based on this event.